Manufacturer narrative:
Date sent to FDA: 08/23/2016. It was reported by an attorney that the patient underwent a left inguinal hernia repair on (B)(6) 2011 and mesh was implanted. It was reported that the mesh injured the patient's nerves and nearby structure causing extreme pain requiring heavy pain killers and future surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that the patient underwent an inguinal hernia repair procedure on (B)(6) 2011 and mesh was implanted. Following the procedure, the patient experienced moderate pain. The patient underwent two months of physical therapy and pain management to include 4-5 sets of injections through the abdomen, which were administered in 2012. The patient stated that he underwent a surgery in 2012 to cut nerves and it was unsuccessful and left him a 'dead' spot on his abdomen. Currently, the patient is continuing pain management treatment with ms contin 30 mg three times a day and oxycodone 15mg daily. The patient states that he is unable to do anything that requires any physical activity. The physician is considering an increase in pain dosages. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2016 by dr. (B)(6).